Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was intermittently undersensing during atrial tachycardia or atrial fibrillation (af). No adverse patient effects reported. Due to the limited information received, further follow-up to obtain related details was not possible.